Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Manufacturer narrative:
The complaint has been recevived from an unknown customer. The device has not been sent for evaluation.